Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen is cracked. Contacted stated that they did not know how it became damaged. There was no impact to the customer¿s blood glucose. The customer reported that manual injections would continue to be used for insulin therapy.